Event description:
See initial report.

Manufacturer narrative:
H10: complaints database review pointed out that no further similar issues have been submitted for this unit since its installation in 2020. Based on the available information and taking into account the review of similar events, the most likely root cause of the reported issue is associated to the motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase (causes related to environmental conditions). The fact that the motor was no longer rotating freely required a power overload to work, which led to an overcurrent that ultimately caused damages to the replaced boards.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. Field service eng. Went to the customer and found the circulator motor defective. Patient bridge ac main board, distributor board and processor board were replaced to solve the issue reported. All components have been inspected and tested according to the manufacturers specifications. All tested to be ok. Performed functional check and verified functionality of 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the 3t heater cooler displayed error on patient site . There was no patient involvement.